Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): catheter separation was noted. The catheter broke at 39.6 cm from the hub. Cracking is present prior to the break. Entire length of catheter has been slit. There is visible evidence of difficulty slitting with cracking throughout. The catheter is slit spirally. No slitter was returned. It was observed the cathether was kinked.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the guide catheter ruptured during normal slitting. The catheter was returned. No patient complications have been reported as a result of this event.